Manufacturer narrative:
As no further information regarding this lead is expected, this investigation is complete. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead was removed due to infection. No further patient symptoms were reported.